Manufacturer narrative:
The customer stated qc results were acceptable. The field service engineer (fse) checked the position of the sample probe and completed instrument performance testing. Both were acceptable.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 411 immunoassay analyzer. The initial result was 54.18 pg/ml. This result was reported outside of the laboratory. The result from a 2nd sample obtained approximately 4 hours later was <3.00 pg/ml. Due to the result from the 2nd sample the original sample was repeated with a result of <3 pg/ml. The troponin t hs reagent lot number was 512050. The expiration date was not provided.

Manufacturer narrative:
The name of the test in question was provided in the initial report as "elecsys troponin t hs." The name of the test in question was updated to "elecsys troponin t hs stat." The expiration date for the troponin t hs stat reagent was 31-may-2022. Calibration was last performed on (B)(6) 2021. For one calibration signal the counts were below expectations; for the other calibration signal the counts were within expectations. Qc results were acceptable. The customer used a centrifugation time and speed of 4000r/min for 5 minutes. Based on the type of sample tubes the customer used the centrifugation time and speed should be = 1300 x g for 10 minutes. The customer used 13 mm sample tubes with no rack adapter. Product labeling states: "not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes." During a review of the alarm trace, alarms were observed suggesting a liquid level detection (lld) issue. From the information provided, a general reagent issue can be excluded. The specific cause of the event could not be determined. The investigation did not identify a product problem.